Event description:
The device was returned to a third-party service center for evaluation of an alleged ventilator service required alarm indicating a potential failure of the oxygen blending module, which may impact therapy (delivery of oxygen). No harm or injury was reported. Evaluation of the device determined the oxygen blending printed circuit assembly board was not working properly and required replacement to address the issue. Additional findings not related to the malfunction/issue: there was physical damage of the top, bottom, front and rear enclosures and the handle requiring replacement. The oxygen blending module air inlet covered required replacement. The inlet filter was replaced due to maintenance. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.